Event description:
A report was received that the patient was experiencing increased pain and inadequate stimulation. X-ray was taken and showed that the patients lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively.